Event description:
It was reported that during an un-specified procedure, the 3.5 x 15 mm vision stent delivery system (sds) was removed from the packaging without issue. There was no resistance noted during removal of the protective sheath. The sds was advanced onto the guide wire; however, it was noted that the stent was loose on the balloon. The device was not used and a new sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary:the complaint device was returned and analyzed. The reported loose stent was not confirmed, but the stent was off from its original crimped position and was likely a due to accidental handling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and the return analysis, there is no indication of a product deficiency.